Manufacturer narrative:
Sc1-cap locked in place properly during testing. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 2.0 received the lowbatteryalert (104) on 09/06/2025 09:55:00 after more than 7 days at 14.8 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. No unexpected battery alarms or anomalies were noted during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during customer calls that might trigger the reason for concern. Pump error 43 was found on 10/04/2025 14:50:29.000. Line=600 file=121. Pump error 41 was found on 10/04/2025 14:50:29.000. Line=724 file=121. Per software engineering log, pump error 43 and pump error 41 were due to error with motor voltage regulator; isolate to motor assembly. However, while testing the unit, no relevant alarms or anomalies were noted. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, active current measurement test, and sleep current measurement test. Per visual inspection, all connectors, including motor flex connector, were plugged in properly and no moisture damage was noted on the electronic assembly or motor assembly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of failed battery test were not confirmed when the baat tool concluded customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, customer allegations of pump error 43 and 41 were confirmed when both pump errors were noted in download history review. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm, pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period.). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm. The customer was able to complete the pump rewind, and the insulin pump passed a self test. The customer states the pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. Product return is required for mmt-1884.